Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory infections') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). At the time of the report, the pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pelvic inflammatory disease. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.